Event description:
Allegedly, patient 1sl experienced controlateral pain; noted at their 1 yr visit (B)(6) 2022, and (B)(6) 2022. This patient was not revised. Clinical study: # (B)(6). Observational study for profemur preserve classic and procotyl p ps hip system (anual report 2025).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.